Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the light horizontal switch on the footswitch not working during a procedure. The procedure was completed. There was no pt harm.